Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault messages were both triggered correctly due to a pressure line disconnection by the device user. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages (sf 101 and sf 218) indicating an outlet pressure issue occurred. There was no patient injury reported as a result of this incident.